Event description:
It was reported that a user experienced difficulty pairing a new dexcom g6 transmitter to the pump and later had a sensor that would not connect due to entering an incorrect sensor code, which was resolved by entering the correct 4-digit sensor code and the proper 6-character transmitter serial number, indicating an incorrect procedure or method during setup and no applicable device component failure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to following setup instructions, consistent with an incorrect procedure during pairing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.